Event description:
It was reported to philips there was an abnormal noise during shutdown. There was no patient involvement.

Manufacturer narrative:
The customer evaluated the device. And received remote support from the customer care solution center. During which, a quote was provided for diagnostic service. Upon conclusion of the evaluation. It was determined, that the customer is taking responsibility to correct/repair the device. The device remains at the customer site. And no further evaluation is warranted at this.